Manufacturer narrative:
Additional information provided in: b1 (adverse event/product problem), b2 (outcomes attributed to adverse event), b5 (describe event or problem), and d6b (explant date).

Event description:
It was reported that the patient presented with the ambicor penile prosthesis (app) cylinders not remaining inflated during intercourse for the last six months. As a result of the device malfunction it is forcing interruption causing dissatisfaction for the couple. The app device was explanted and a new app device was implanted.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported inflation issues were confirmed as analysis found a hole with fluid leak in cylinder 1 and bulging in cylinder 2. It is probable that the inflation issues reported were due to the fluid loss and bulge identified as the device would no longer be function after the fluid from the system was lost. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ambicor cylinders, pump and tubing were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The tubing was identified as having been cut to separate cylinder 1, cylinder 2 and the pump. Visual analysis found the tubing was fatigued and worn down to the filament. The cylinders had wear at folds in the cylinder bodies. Cylinder 1 was functionally tested and found to have a hole which led to fluid leak when inflated. This hole was the result of wear at a fold in proximal cylinder body. Cylinder 2 was functionally tested and was found to have excess air between the inner and outer tubes. The cylinder also exhibited bulging. No damage was identified in relation to the pump. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with the ambicor penile prosthesis (app) cylinders not remaining inflated during intercourse for the last six months. As a result of the device malfunction it is forcing interruption causing dissatisfaction for the couple. The app device was explanted and a new app device was implanted.

Event description:
It was reported that the ambicor penile prosthesis (app) cylinders are not remaining inflated during intercourse for the last six months. As a result of the device malfunction it is forcing interruption causing dissatisfaction for the couple.